Event description:
It was reported that the metal wire on the mistral air basket has become separated from the weld leaving a sharp accessible edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.